Event description:
It was reported that during pre-surgery inspection, it was discovered that the motor device had an air leak. There were no delays to the planned surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the hose was pulled from the pressure release valve( prv) and the device would not lock mra cutter. Therefore, the reported condition was confirmed. It was determined that the hose was pulled from the prv due to applying too much force while wiping down the hose for cleaning purposes. It was determined that device would not lock the cutter due to worn out pawls. The assignable root cause of the component damage was determined to be due to misuse, abuse and/ or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.